Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported that since implant the patient has had 3 surgeries on the neurostimulator on the right side as the device was sitting sideways and poking out. They said that their implanting physician performed the revisions and said they were spaced 30 days apart from each other. They said they were told the first time the pocket was stitched up to make it smaller and the same was done the second time and the last time a mesh was used. They said that the neurostimulator was still flipped and sideways and could be seen sticking out through their clothes. They were redirected to their managing physician to discuss. It was noted they were looking or a new healthcare provider as their managing physician had left the practice.